Manufacturer narrative:
All available information was investigated, and the reported clip close inability was not confirmed via device analysis. Additionally, the clip was noted to have minor jumpiness less than 45 degrees, which is within specification, during closing. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported clip close inability was unable to be determined. The reported clip jumpiness is minimal and a within specification of the clip. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was atriclip procedure to treat tricuspid regurgitation (tr). An xt triclip was being prepared according to instructions for use (IFU). During the preparation, the clip would not close past 80 degrees and then was described as being "jumpy" and jumped around in an unusual way. It was decided to replace the clip to proceed. Three clips were deployed with good results.